Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead assessment, it was noted that the rv lead was capturing with atrial pacing and all atrial and ventricular events were occurring simultaneously. Lead dislodgement was suspected. Patient was scheduled for procedure and lead dislodgment was confirmed on fluoroscopy during procedure. There was no relevant pacing indication. The physician determined that the patient may not require a pacemaker. The lead was capped on (B)(6) 2016. The patient was doing well at the time of discharge and will be monitored closely.

Manufacturer narrative:
A partial lead measuring 23.4 cm from the connector portion was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.